Event description:
A jagtome rx sphincterotome device was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008 (patient age, gender, and weight unknown). According to the complainant, "[a] t the end of the papillotomie they [saw]... That the cutting wire came out of the papilla ... [,] but... The cutting wire was broken." "The instrument was removed [,] but the procedure was already finished." No patient complications were reported as a result of this event, and the patient's condition was reported as "ok" following the procedure.

Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was broken, and the ends of the cutting wire were melted, (see figure 1, page) which indicated that excessive electrical current flowed through the device. The cause of the excessive current is unknown, although possible causes include: (1) improper tome position allowed the cutting wire to contact the endoscope which resulted in a short circuit and (2) excessive power was applied to the cutting wire due to improper generator settings. A review of the complaint database did not identify any additional complaints for this lot. The device history record for this lot was reviewed; no anomalies were noted. The march 2008 15 month jagtome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.